Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported hat he activated the pod at 6:33pm on (B)(6) 2014. By p:22pm, the customer's blood glucose had risen to 258 mg/dl. When the pod was removed,t he customer noticed that the cannula was bent.